Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the system was explanted because the patient complained of pain at the implant site.